Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable.

Event description:
Material no. 382512, batch no. Unknown. It was reported that during use of the 24g x 0.75 in (0.7 x 19 mm) insyte autoguard bc there has been some issues with IV insertions. The back flow device failed, blood spilled out. The needles bend very easily. There have been holes in the plastic catheters sheaths-blood leakage and catheter threading difficulties-due to sheath thickness. "Lately, there have been some issues with IV insertions: the back flow device failed, blood spilled out. The needles bend very easily. There have been holes in the plastic catheters sheaths-blood leakage. Catheter threading difficulties-due to sheath thickness. Due to the above issues, we now have concerns. Can you please inform us at nyu clinical cancer center if there has been any recent design changes to this product? Or have there been any recent lot numbers pulled product flaws?